Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. R & d was consulted for this investigation. Visual examination of the returned sample revealed the trigger was severely damaged. A slight sink mark was observed on the handle. R & d determined that the sink hole was in the tolerable range and would not impact the device's functionality. There was no biological material observed on the device. The reported complaint of "broken parts - trigger/ratchet" was confirmed based upon the sample received. The r & d and manufacturing teams were consulted regarding this complaint issue. The device was disassembled, and damage was observed on the inner left handle near where the safety pin is positioned. The trigger was broken with the trigger ears intact. The sample was received with 15 clips remaining in the channel, indicating no clips were fired by the customer. The clips were observed to be slightly out of position in the channel upon disassembly. The manufacturing team determined that the probable root cause of the clips out of position could not be determined since the device was engaged with the safety pin and broken. It is possible for the clips to have shifted when the trigger broke. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Additionally, the trigger was broken with the trigger ears intact. The r & d and manufacturing teams concluded that the damage to the trigger is consistent with engaging the applier prior to removing the safety pin. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during use, the handle (trigger) malfunctioned and failed to function properly. The jaw stayed closed, and the handle became loose". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during use, the handle (trigger) malfunctioned and failed to function properly. The jaw stayed closed, and the handle became loose". No patient harm or injury. The patient status is reported as "fine".